Event description:
Received info stating that the customer's cartridge luer lock became loose when unwinding the tubing from the pump. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all events info. Should new info become available, a follow up report will be submitted.